Event description:
V60 bipap shut off while on patient. V60 alarmed and then shut down. Had to restart it to get it going again. Device sequestered by clinical engineering. OEM philips engaged and investigated device and found error code 2002. Manufacturer response for ventilator, non-invasive, respironics (per site reporter). Investigation is still ongoing; resolution is still pending.